Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. On this date, the device failed a self test due to a low battery. The device then appears to have been left in fault mode for two years. On (B)(6) 2012, a new pad-pak was inserted and the device passed a self test and operated to specification until (B)(6) 2012. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also sufficient evidence to indicate the device was not being adequately stored and was exposed to adverse environmental conditions. The exposure to extremely low temperatures is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.